Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information has been requested.

Event description:
A surgeon reports having two patients with blurry vision following intraocular lens (iol) implant surgery. Glistenings were noted upon examination of the lenses. Additional information has been requested. This report is for the second patient.